Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient¿s implantable cardioverter defibrillator (ICD) had a quick drop in battery life and could be a battery malfunction. The ICD remains in use. No patient complications have been reported as a result of this event.